Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that on (B)(6) 2018 a customer was unable to obtain a blood glucose reading due to an err-3 message on the display of an adc blood glucose meter. Caller further reported that the customer lost consciousness and that a non-healthcare professional gave the customer sugar orally. A doctor later arrived, but no medical treatment was administered as the customer had stabilized. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle precision neo was reviewed and the dhrs showed the freestyle precision neo passed all tests prior to release. Dhrs (device history review) for the precison strips were reviewed and the dhrs showed the precison strips passed all tests prior to release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller reported that on (B)(6) 2018 a customer was unable to obtain a blood glucose reading due to an err-3 message on the display of an adc blood glucose meter. Caller further reported that the customer lost consciousness and that a non-healthcare professional gave the customer sugar orally. A doctor later arrived, but no medical treatment was administered as the customer had stabilized. No further treatment was required. There was no report of death or permanent impairment associated with this event.